Event description:
It was reported that a patient underwent a cervical spinal procedure to treat pre-existing pain and numbness. After the surgery the pain and numbness subsided but the patient reportedly felt the implant when swallowing. The patient reported that while eating a sandwich the food got lodged in the throat from what [the patient] believes was an obstruction caused by the plate. The patient was reportedly able to take a drink which enabled the food to pass through the obstructed area. The patient complained of the obstruction to the attending surgeon and no further actions were taken. The patient now compensates for the obstruction by chewing food more thoroughly and taking smaller bites. No further information was reported.

Manufacturer narrative:
(B)(4). Dysphagia. No known device problem. (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.